Event description:
Te patient had complications since the system was implanted. The patient had extreme weakness on the right side of his body, as well as other complications which were not specified. The lead was at the cervical level. The patient was in the rehab unit of the hospital. Additional info has been requested, a follow-up report will be sent if additional info becomes available.